Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the touchscreen on a 980 ventilator was unresponsive. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Device evaluation summary: the backlight inverter printed circuit board (pcb) and the graphical user interface (gui) to breath delivery (bd) cable were returned for failure investigation. Both components were visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency observed. If information is provided in the future, a supplemental report will be issued.